Event description:
Follow-up information revealed the patient underwent surigcal intervention where the ipg was explanted and replaced with a different model. Surgical intervention resolved the reported issue.

Manufacturer narrative:
Recall/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4).

Event description:
It was reported the patient was without stimulation. It was also reported the patient had not recharged her ipg in approximately 2 months. The patient's programmer reflected a communication error. Follow-up information revealed the sjm representative met with the patient and confirmed the patient's ipg is inoperable. Surgical intervention may be undertaken as the next course of action.